Event description:
It was reported that the user experienced hyperglycemia up to 369 mg/dl for about two hours after a meal while using the ilet system, during which troubleshooting identified a loose infusion connector that was corrected by locking the connector to the right; no backup therapy, ketone testing, professional intervention, or hospitalization occurred. Symptoms included elevated blood glucose without acute complications. Outcomes included transient impact on blood glucose that resolved after connector adjustment and time. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed an initially loose or improperly secured connector with unclear contribution to the hyperglycemia. It was concluded that the event involved hyperglycemia with cause unclear and that user guidance to secure the connector was effective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.